Event description:
It was reported that the flexible section of the scope was sticky. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available.e1: sapporo tachibana hospital (medical corporation fukuwakai)the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.